Event description:
The customer reported that they were receiving error code 110b (proximal pressure sensor autozero failed) after replacing the flow sensor. The customer reported there was no patient involvement at the time the issue was discovered. The service engineer performed a troubleshoot with the customer and asked the customer if the data acquisition (da) board was lined up with the solenoids. The service engineer then advised the customer to replace the da board to resolve the issue. The customer requested the part number and price for the da board and the service engineer provided the requested information to the customer. The customer followed up with the service engineer with a call and confirmed the issue had been resolved with the replacement of the da board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.